Manufacturer narrative:
Additional info has been requested and will be submitted upon receipt accordingly. This is one of two device reports related to the same event, involving this same patient.

Event description:
The plaintiff's atty alleged that the patient experienced a cardiopulmonary arrest and expired the same day, which is alleged to have been caused by the patient's exposure to the product administered during dialysis treatment.

Manufacturer narrative:
This is one of two device reports associated with this event. MFR#1 225714-2015-07808, 1225714-2015-07809. Additional information has been requested and will be submitted upon receipt accordingly.